Event description:
It was reported that during a shoulder procedure using a speedscrew 5.5 implant with inserter handle, the anchor did not detach from the inserter handle. The entire implant had to be pulled out of the bone, and a new bone hole was drilled to complete the procedure. There were no significant delays or pt complications reported as a result of this event.